Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-01901 and MDR ID 2134265-2012-01902. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion #1 was a long lesion located in the proximal rca (right coronary artery) and extending into the distal rca with 95% stenosis and was 45 mm long with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.5 x 32 mm and 3.5 x 24 mm promus element stents with 0% residual stenosis. The target lesion #2 was located in the proximal lcx (left circumflex artery) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.0 x 24 mm promus element stent with 0% residual stenosis. One day post index procedure, the subject had elevated cardiac enzymes and a myocardial infarction (mi) was reported. No treatment was performed and it was noted that the subject did not experience ischemic symptoms. The event was considered resolved and the subject was discharged on aspirin and clopidogrel. The subject presented afterwards to hospital for "invasive diagnostics for high grade aortic valve stenosis". Thirteen days post index procedure, the subject underwent cardiac catheterization with aortic valve replacement. The subject was noted as having elevated cardiac enzymes and a spontaneous mi was reported. No electrocardiogram (ECG) was performed and the subject did not have ischemic symptoms. No action was taken to treat this event. In (B)(6) 2011, the event was considered resolved and the subject was discharged.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).